Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported suture separation, suture malposition and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. It is likely that an interaction with patient anatomy or friable femoral vessel contributed to the reported suture malposition issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of left common femoral artery with a prostyle device after a percutaneous coronary interventional procedure using a 7f sheath. Reportedly, when the plunger was removed, the suture separated. After the device removal, the knot came out of the anatomy. A guide wire was inserted again, and a new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.